Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: the back box history from the date of the complaint has been overwritten due to continued usage of the device. A test battery cap was able to fit and to maintain electrical connection. The battery cap was not returned with the pump. The pump powered on correctly with no power interruptions. The test battery cap was fully tightened then loosened one half turn with no power issues occurring. The pump was opened up and no intermittent conditions were found on the power printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.